Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05333 and 2134265-2015-05421. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. The physician cuts a hole in the plastic sleeve and then connected it to the motor drive unit (mdu). The physician then prepared the opticross¿ imaging catheter; connected it to the mdu and to the pullback sled. Then, a correct messages appeared stating that the catheter and sled were connected. When the pullback button was pressed, it did not perform automatic pull back. The pullback button was not working. The physician then pushed down on the mdu again and was sure that it was connected. The physician tried three times, then on the fourth run the physician did manual pullback and got a satisfactory result. It was also noted that on the first three runs the longview layout image appeared to be the same and the only movement showing was the heart beating; however, on the fourth run there was no longview layout. The procedure was completed with this device.